Manufacturer narrative:
The technician found the head up valve was sticking. The technician replaced the head up valve to repair the bed.

Event description:
Info received indicates the head section will not go up.